Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified duration of time. The customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor, specific value was not provided. Reportedly the customer continued to use pump for insulin therapy. Further information regarding adverse event was unable to be obtained as customer declined to provide information. No additional patient or event information was available.